Event description:
It was reported the device was returned for repair. Followup information received indicates the device has physical damage. Biomed was not able to provide any more information on the damage concerning this device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and battery drawer are broken. Analysis also found the keyboard is scratched and the battery drawer o-ring is damaged. (B)(4).